Event description:
Top radius locking cap floating in canal on ap view. Screws appeared to be well positioned, implanted new locking cap.

Manufacturer narrative:
Additional information has been requested. Any information obtained at the conclusion of the investigation will be submitted in a supplemental report.